Event description:
The scissor tip broke when cutting the cervix during a total abdominal hysterectomy. Additionally, account stated that scissor tip was removed immediately upon discovery that it was broken. Pt was sent for x-ray to make sure no other broken pieces remained in the body.